Event description:
Additional information was received from a company representative. As of (B)(6) 2015, the patient was doing well.

Manufacturer narrative:
Device evaluated: analysis of the catheter found dark residue occlusion in the dispensing holes of the catheter body. As received, dark foreign material was seen in the most proximal of the dispensing holes. When initially tested for patency, an occlusion was seen in the most proximal of the dispensing holes returned segment but the occlusion was easily broken loose. After decontamination, the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) via a device manufacturer representative (rep) regarding a patient who was previously receiving unspecified medication(s) via an implantable pump for non-malignant pain. The patient's medical history and concomitant medications were not specified. A general surgeon removed the patient's pump during an unrelated surgery. The reporter noted the surgeon may have thought it was in the way. The reporter didn't know when the surgery occurred and no further detail regarding it. During the surgery, the catheter was sutured and left in place. Recently, the patient's managing health care provider (hcp) determined the catheter should be removed as well and was then on (B)(6) 2015. After examining the catheter, it appeared to have either some kind of tissue attached to it or the outer layer was peeling away/back. The hcp wanted the catheter analyzed to determine what they were seeing and it was to be sent back. In terms of patient symptoms, it was noted they were feeling ill. The reporter was unsure if the feeling ill was related to the catheter event however. No further information was provided. Additional information has been requested regarding the patient's outcome and the location of the catheter, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.